Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed. The usm was tested on an in-house system in normal mode where it confirmed and replicated error 32056. Remote fe also logged error 32056. The usm was tested on a patient side cart fixture test platform (pftp) where it failed usm agc current with a 32056 error. A gold pitch searchlight (sl) flat flex cable (ffc) was installed, and the error went away. The original, pitch sl ffc was re-installed, and the error came back. The pitch sl ffc would be replaced as a fix to the reported problem. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer called the technical support engineer (tse) and stated that there was an error on arm 4. The logs showed encoder and search light errors on arm 4. The customer disabled the universal surgical manipulator (usm) and were proceeding as a 3-arm system. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.